Event description:
It was reported that the user¿s ilet was not displaying dexcom glucose readings while the dexcom app was receiving data, and the ilet was configured for dexcom g6 despite the user wearing a g7; the device was restarted and then reconfigured to g7 with the correct pairing code, after which function was restored. Symptoms included no device alerts or alarms and absence of glucose values on the ilet display. Outcomes included no reported clinical effects and no escalation of care. Investigation included guided troubleshooting and user education, including verification of sensor type, correction of the cgm selection from g6 to g7, and re-pairing with the appropriate pairing code. Investigation of this case revealed an initial pairing configuration error related to selection of the wrong sensor type and resolution after correct pairing to the g7. It was concluded, based on previously established findings for similar reports, that the cause was user setup error corrected through troubleshooting and education.